Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the reported lot was performed. In-house strip testing on strip lot 384368a meets accuracy criteria. The product performed as expected and no product deficiency was identified. A review of the manufacturing batch records for the reported strip lot did not uncover any non-conformances. The lot met release specifications. Improper customer techniques were identified in the complaint; these could not be ruled out as a cause of the unexpected results. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation pending.

Event description:
A variance between two lots of inratio strips was reported. This medwatch report is for lot #384368a and MDR #2027969-2316-00394 will be submitted for lot #386291a. The results were as follows: on (B)(6) inratio (lot # 384368a): 1.5. On (B)(6) inratio (lot # 386291a): 2.8. The reported therapeutic range is: 2.0-3.5. It was reported that there was milking of the finger after the finger stick in order to obtain enough sample. There were also multiple finger sticks performed on the same finger.